Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was observed to be damaged, resulting in the pump battery being unable to charge. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer will use mdi for insulin therapy.